Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, the surgeon observed metal shavings emanating from the gryphon drill guide and falling into the pt's joint space. It is not known if all of the debris was retrieved from the body; however, the repair was concluded successfully without further incident or harm to the pt. The status of the complaint device is unk at this time. See also associated MDR 1221934-2009-00235.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.